Event description:
The reporter contacted animas on (B)(6) 2013 reporting a button/keypad tactile change prior to damage issue. The reporter indicated that the up, down, and ok buttons had intermittent response. The reporter indicated that a tear developed between the up and down arrow buttons. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.